Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Analysis of the returned lead revealed electrical impedances values on the lead body lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal insulation tube of the lead, an alteration was observed. Based on available information, the observation with the return lead can explain the reported electrical issues. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, noise and artifact were recorded in the device memories (ventricular lead) the noise and artifact lead to inhibition of ventricular stimulation (dependent patient). After some tests, the physician decided to explant the ventricular lead.

Event description:
Reportedly, noise and artifact were recorded in the device memories (ventricular lead) the noise and artifact lead to inhibition of ventricular stimulation (dependent patient). After some tests, the physician decided to explant the ventricular lead.